Manufacturer narrative:
The surgeon stated there would probably be an autopsy performed. If the results of the autopsy are received, a supplemental MDR will be submitted. As this event occurred during port placement and prior to the da vinci system being docked, no system or instrument logs exist, and a review of the system device history record is not required. A review of the event was performed by an intuitive surgical medical safety officer (mso) who concluded that the patient died as a result of a trocar injury during the initial phases of port placement. The details or potential cause of how this injury occurred were not provided. Although the robot was never docked, the ports used were intuitive surgical products. The method of placement was not described. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that while inserting the trocars using blunt obturators for a da vinci-assisted nephrectomy procedure, an injury occurred leading to an emergent conversion to open and the patient expired. The davinci system was never docked to the patient. The surgeon confirmed that after introducing the third trocar for this procedure with an 8mm blunt obturator at the paramedian site, an injury occurred and the procedure was emergently converted to open with an incision from sternum to pubis. The surgeon stated that they do not know the exact injury the patient sustained from the trocar placement and that an autopsy would probably be performed. The patient had a history of coronary artery disease and went into asystole upon conversion.